Event description:
It was reported that this right atrial (ra) lead was explanted due to potential dislodgement. The physician noticed the ra lead would perform appropriately but would occasionally undersense paroxysmal atrial fibrillation events. The ra lead was observed to have had a micro dislodgement under fluoroscopy. The physician elected to explant the ra lead and successfully replaced it with a new lead. No additional adverse patient effects reported. The device is not expected to return.